Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges hip pain, groin pain, pain when standing or bearing weight, low back pain, swelling, pseudotumors, and metallosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update aug 10, 2017: pfs and medical records received. In addition to what was previously reported, pfs alleges sepsis related to infection and alval metal reaction. After review of the medical records for the MDR reportability, patient was revised to address infected right tha with aseptic lymphocytic vasculitis-associated lesions (alval metal reaction) and infected right thigh pseudotumor. Revision notes reported of necrotic debris, some residual cystic change consistent with infection and prior metal reaction. It was also stated that there was a fair amount of necrotic muscle and fascia at the level of her prior pseudutotumor in the thigh. Surgical pathology reported of synovitis with scattered gram positive cocci and acute inflammation. Clinical notes reported of discomfort, swelling of the right thigh and girth asymmetry. Laboratory result for chromium was below 7 ppb. Product codes and lot numbers provided. This complaint was updated on aug 18, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.